Manufacturer narrative:
The endoscopy support specialist (ess) was requested by the user facility to perform a reprocessing in-service on the facility's new 190 series model endoscopes. The ess observed the facility did not have an olympus leak tester (mu-1) or an olympus light source; therefore, the ess was not able to perform training on leak testing and the customer was not able to manually leak test the endoscopes prior to the manual cleaning process. The facility was utilizes a third party automated endoscope reprocessing (aer) machine, evotech. The ess completed the reprocessing in-service; included cleaning, disinfection, and sterilization information that is contained in the olympus manual. The facility was provided with a copy of the on track reprocessing in-service forms. Additionally, the ess recommended to the interim director at the facility that they procure an mu-1.

Event description:
During a reprocessing in-service at the user facility, the endoscopy support specialist (ess) became aware of a reprocessing issue as the user facility did not have an olympus leak test machine or light source to perform manual leak testing prior to the manual cleaning process. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03435. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to reprocessing by the user, not due to specifications of the scope. The suggested event is preventable by conducting reprocessing in accordance with IFU. The product¿s IFU(operation manual) described as follows, the suggested event is preventable by handling the scope in accordance with IFU. - be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. The product¿s IFU (reprocessing manual) described as follows, the suggested event is preventable by handling the scope in accordance with IFU. - 5.4 leakage testing of the endoscope , prepare the following equipment: - leakage tester (mb-155); - maintenance unit (mu-1).